Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade I. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade I.

Manufacturer narrative:
Visual analysis of the videos identified: - rupture: observed but cannot perform an assessment of the broken as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. Additional, changed, and/or corrected data: b5, h6.

Event description:
Device has been explanted and replaced.